Manufacturer narrative:
(B) (4). Event evaluation: still under investigation.

Event description:
A female patient underwent aaa repair on (B) (6) 2010. After placement of the zenith aaa main body, there was a large proximal type I endoleak due to the angulation of the proximal seal zone. The graft was placed directly at the level of the renals with no room to place a zenith main body extension. After speaking with the patient's family, the decision was made to convert to an open procedure and remove the graft to repair the aaa in a standard surgical fashion. All the graft was removed other than the bare suprarenal stent which was left in place and sewn to. The patient came through the initial procedure well.